Manufacturer narrative:
This issue was documented in a medtronic software anomaly tracking database for further investigation.

Event description:
A medtronic representative reported the stealthstation s7 system software became unresponsive and unexpectedly exited. Using both labview and matlab, they are able to replicate the software exit to the blue splash screen. This occurs after connecting labview or matlab to the stealthstation s7 and using "continuous tracking." After the software exit, matlab still indicates the connection to the s7 as being active, but upon requesting information from the s7, matlab will become unresponsive and require a force quit. There was no patient involvement to report.

Manufacturer narrative:
The patient demographic information is not provided as no patient was involved in this issue.software has not been evaluated as of the date of this report.